Event description:
The customer reported experiencing high blood glucose. The customer's most recent glucose reading was 277 mg/dl. Troubleshooting was performed. Reviewed the programming and found that the time was off by a few minutes. Assisted the customer with adjusting the time. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. During the call, was found that the cannula has a blockage. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.